Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and no work order was generated. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
H10: bench repair replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint by bench repair on the v60 indicating that the devices power cord has a resistance higher than that allowed in electrical tests, it is necessary to change the power cord. It was reported there was no patient involvement at the time the issue was discovered.